Event description:
(B)(4). Now started getting pain in left arm and hand. Get tingling and numbness that in arm and hand. Can't sleep at night due to the pain .

Event description:
(B)(4). Had migraines severe pain gained about (B)(6) in fluid over night became anemic went to ER pain got worse there was a 7cm leaking abscess in my rt fallopian tube and a 9 cm abscess in my left both between the top of coil and my ovaries became septic my uterus tipped hysterectomy on (B)(6) after almost week in hospital on powerhouse antibiotics.

Event description:
#Medwatcher #followup 2 #FDA mw5044497 #(B)(4). Had a hysterectomy on (B)(6) 2016. Chronic pelvic pain.